Event description:
It was reported that during a rotator cuff repair surgery, metal debris from the 5.5 mm bonecutter platinum was coming off inside the patient¿s joint; it is unknown if there was a backup device available or if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided image shows the product information of the reported device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on the information provided, the definitive clinical root cause of the reported adverse event could not be determined. The IFU for the dyonics arthroscopic blades does caution that ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. No further complications were reported. Nor has it been reported whether the metal debris was removed from inside of the patient¿s joint. Therefore, the impact to the patient beyond possibility of infection, corrosion, local irritation/discomfort, and/or migration of the possible retained metal debris cannot be determined. Factors that can contribute to the reported event include excessive ¿side-loading¿ on the blade during use may, in extreme cases, result in wear and degradation of the inner blade. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.